Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with phrenic nerve stimulation the day following initial implant of a right ventricular lead. Loss of capture was observed, and an x-ray confirmed the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.